Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting normally. The code 1003 triggered due to a sudden increase in power usage due to the left ventricle (lv) auto threshold. The lv auto threshold was set to daily adjust and recently had two measurements that had high outputs. Resulting the battery voltage to temporarily decreased. At this time, this crt-d remains in service. No adverse patient effects were reported. Additional information indicated that this device was successfully explanted, and replaced. A new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. At this time. This product has not been returned for analysis.